Event description:
Reporting status: serious injury. Reporting rationale: perforation not sealed - treatment unknown. Device issue: failure to advance. It was reported that the stent could not be advanced across perforation; therefore, was not deployed. It is not known whether another device was used or an additional procedure was needed; therefore, this will be conservatively filed as a serious injury. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. The device was not returned to abbott vascular instruments for investigation; therefore, it is impossible to make an informed judgment as to the root cause of the complaint. The device was in working order and left abbott vascular instruments as per specifications. The stent graft was used as per the indication for the treatment of a perforation in the mid lad. The stent was not implanted and the perforation was not sealed, as the stent was unable to advance across the perforation. The device was not returned for investigation and therefore, no device malfunction can be identified.